Event description:
Family member of home pt (hp) reports excess air infused into peritoneal cavity during treatment on homechoice device. Family member reports air has been confirmed by an x-ray. Rn reports hp is not connecting to device until pt line of homechoice set is primed completely. Rn also reports that hp does not use pt extension lines. Rn reports no pain medications were prescribed and that pain has subsided on own.